Event description:
It was reported that the patient suffered a myocardial infarction about ten hours after the lead procedure was completed on (B)(6) 2015. It was unknown what led to the event, what diagnostics were performed, or what interventions were taken. However, it was noted that no surgical intervention occurred or was planned. It was mentioned that the patient also had a pacemaker. He went home and his stage two procedure was completed on (B)(6) 2015 without issue. The issue was resolved at the time of the report. There were no product issues. There was no additional information.

Manufacturer narrative:
(B)(4).